Manufacturer narrative:
As reported, post-implant of the ventralex hernia patch, the patient was diagnosed with mild erythema, which was resolved with no treatment required. The clinician has assessed the patient¿s postoperative course as being "possibly" related to the study device and definitely related to the index procedure, however, based on the information provided, no conclusion can be made. To date, this is the only reported complaint for this manufacturing lot.

Event description:
Reported per clinical trial (B)(6): (B)(6) 2019 - subject patient underwent a primary open midline umbilical hernia (1.5cm x 1cm) repair procedure, during which a bard/davol ventralex hernia patch was placed intra-peritoneally in underlay fashion and fixated using sutures and full skin closure was achieved with staples. (B)(6) 2019 - subject patient was diagnosed with mild periumbilical abdominal wall erythema. No treatment given and resolved on (B)(6) 2019. Per the study clinician, the reported adverse event has been assessed as mild in severity, possibly related to the study device and definitely related to the index procedure. The outcome for this ae is reported as recovered/resolved.